Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch bmz173 mfg date: 11/01/2009, exp date: 07/31/2014. Batch bgz278 mfg date: 06/01/2009, exp date: 01/31/2014. Batch bez702 mfg date: 05/01/2009, exp date: 01/31/2014. In addition, a review of the batch mfg records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-00352 and 2210968-2010-00353. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a cesarean section on an unk date. During the procedure, the needle broke at the swage with no adverse pt consequences reported.